Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that a piece of the instrument broke during surgery and remained in the patient. There was a half hour delay of surgery.

Manufacturer narrative:
An event regarding alleged damage involving a scorpio tibial impactor extractor was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as no items were returned. - medical records received and evaluation: no medical records were provided. - device history review: all devices were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because no items were returned and no medical records were provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that a piece of the instrument broke during surgery and remained in the patient. There was a half hour delay of surgery.